Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. Review of the log files didn't confirm the reported issue. The fse found that the input power to the cathlab was not working. Th fse checked the system and found the main input supply mcb (maintenance control board) to be faulty. The fse replaced the main input supply mcb to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.